Manufacturer narrative:
Pump passed displacement test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, self-test, active current measurement and sleep current measurement. All buttons function properly. No low battery alert, failed battery test alarm or no delivery alarm noted during testing. Pump successfully downloaded to thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. (2) no delivery alarms found in the pump history file/trace on (B)(6) 2025 at 08:56:50 and 08:58:37. No failed battery test alarm found in the pump history file/trace. Customer did not experience an unexpected power loss of less than 7 days due to no record of any battery cycles found in pump history records. The keypad assembly, electronic assembly, battery cap and battery tube were inspected and no anomalies noted. The following were noted during visual inspection: scratched case. The j1 connector on pcba 1 was locked properly during visual inspection. The sc1-cap/reservoir does lock properly. Charge/battery lasts less than expected/failed batt test alarm/keypad/button unresponsive/button error alarm/no delivery/occlusion alarm was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced changing out batteries more often. The pump had rejected new batteries, buttons were less responsive, buttons were harder to press, had to press buttons twice, unexplained no delivery alerts. The customer reported no adverse event. The event involved product(s) mmt-1884, mmt-332a, mmt-397a. Troubleshooting was initiated for the insulin flow blocked alarm, and it was identified that the issue was a past event. No harm requiring medical intervention was reported. No product return is required for mmt-1884, mmt-332a, mmt-397a.